Manufacturer narrative:
The insulin pump had a blank display due to corroded battery tube. The insulin pump was received with cracked display window corners, reservoir tube, reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call that they were unable to restart the insulin pump after battery change. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.